Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons do not always respond. Customer's blood glucose level was unknown. Customer reported that the insulin pump had a crack on the casing on the reservoir side. Customer reported that the insulin pump rejected new batteries, the insulin pump rewind is slower, the backlight does not operate, and also had random no delivery alarms. The insulin pump will not be returned for analysis.